Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the information available, it is believed, that the advancement difficulties observed was related to patient condition and/or selection since the right external iliac artery was "less than 7.0 mm". The outer diameter of the 20 fr. Introducer sheath used on the device in question is approximately 7.7 mm. No evidence to suggest device not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent taa repair with right approach. The patient was suitable for endovascular repair; there was no calcification observed in the right eia, but vessel diameter was narrow (right eia: less than 7.0 mm, left eia: approximately 6.0 mm. Since the right eia was larger, the right side was selected for approach). Angio catheter was inserted from the left fa. The physician decided a desired implant position as the most distal side of the stent graft would be placed just above the celiac artery. The delivery system was inserted from the right fa, but it would not advance due to resistance. When the physician was attempting to remove the delivery system since an approaching point was changed to the right cia, eia was damaged. The delivery system was somehow removed despite the damage. While distal site of the right cia was arrested with a vascular clamp, the delivery system was inserted from the right cia and the stent graft was placed in the planned position. After that, cia-eia bypass was conducted with an artificial vessel. Patient outcome: the patient recovered.